Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. Functional testing was performed and no failure was identified related to the reported elevated blood glucose level .

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose (bg) level was not impacted by the battery issue. Reportedly the customer will continue to use the pump for insulin therapy. In addition, the customer's bg level was elevated to 400 (mg/dl). The customer was unsure of the reason for the elevated bg level. The customer stated they temporarily lowered their evening basal rate and that might have contributed to the elevated bg level. A correction via the pump was used to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.